Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reports a few days before the refill date, the patient goes through the same symptoms of feeling red in the face, spasticity in the legs and jerking. Scheduled for a refill next tuesday, but had to go in today to dr. (B)(6) office, reports about 6-7 cc was removed from pump. Caller wanted to know why and only this pump. Reports after refill, reports patient feels great, except a few days before refill. Drug: baclofen (unknown). Caller wanted to know why patient has symptoms close to refills. Caller wanted to know could the symptoms be based on the patient's position. Reviewed if the cause was positional would present itself any time during the refill cycle. Reviewed how the flow rate changes after actual reservoir volume drops below recommended alarm volume. Reviewed flow rate drops below 1ml left in the reservoir based on the testing that has been performed on the pump. Caller will continue to work with their physician. Drug: baclofen (unknown). Caller also reports withdrawal symptoms and itching. Additional information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implanted pump. Indications for use included multiple sclerosis and intractable spasticity. It was reported that the time between refills is getting fewer and fewer because the patient would get jittery and started wiping his face constantly. The patient went in for his refill and a little while later he was back to his normal state. It was noted the symptoms happen before each refill and go away within 24 hours after the refill. The physician had suggested performing x-rays on the catheter. The change in therapy/symptoms was sudden. The patient had always had problems getting jittery before the refills. The situation was being addressed by the healthcare provider (hcp). Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (2000 mcg/ml; 1802 mcg/day; type and lot # unknown). The patient's pump refill interval was not going more than 4 weeks (also reported as every 6-7 weeks). The alarm was not going off when the patient was down to what the reporter felt was "rock bottom." Information was re-reported regarding experiencing withdrawal symptoms before refills, the pump not beeping, and appearing as if there was not any medication left in the pump. There were no interventions mentioned. Per the consumer, the patient was wringing his hands, clawing at his face, had spams in his legs, and the healthcare provider was called 5 days prior to the pump alarm going off indicating the patient "needs his meds," and the healthcare provider denied that the patient was going through withdrawals. At the last refill on (B)(6) 2016, it appeared that the pump was empty. It was noted that the patient sometimes had withdrawal symptoms when he was seen for a refill. The refill prior to (B)(6) 2016 was on (B)(6) 2016. The patient's withdrawal symptoms began on (B)(6) 2016 and continued throughout the weekend. No alarm sounded until (B)(6) 2016 when the patient was taken in and the pump was refilled. It was noted that the patient's doctor was the head of a rehab facility and refills the pump as an outpatient service; the patient did not have a nurse. It was reviewed that the medication would last 44 days based on the current dosing information, but the pump would be bone dry. The low reservoir alarm was calculated to last 42 days. The patient was redirected to his healthcare provider. Additional information was received from a consumer indicating the baclofen was "not lasting as long". The brand of baclofen the patient had in the pump at the time of this report was gablofen. However, the therapy dates of gablofen were not provided. Follow up was conducted to clarify this information and to determine what type of baclofen the patient had in the pump prior. The reporter wanted to know if it was the same price as lioresal or why the healthcare provider (hcp) may choose this over lioresal. The reporter was redirected to the hcp.

Event description:
Additional information was received from the consumer. The patient was still having withdrawal symptoms close to refill date. The patient would get scratching, itching, hyperness, wringing his hands and jitteriness. In 2010, they switched him from lioresal to gablofen. The consumer stated that the health care provider (hcp) was reusing the medication and claiming that it was a closed system. The consumer was wondering what he was doing with the medication that was left over. Sometimes, the patient had more left over, and when she asked the hcp, he said that sometimes he could not get all 40ml in the pump because there was a bubble. The consumer stated that if the hcp did not put in all the medication, then he should readjust when the patient needed to come in. When asked if the hcp programmed the pump to the actual volume, the consumer stated that "she does not know because she does not get a printout." It was noted that oral (medication) did not help the patient. The consumer stated that she needed to find a local place. The event date was noted as 2005.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.